Event description:
It was reported that the pt presented with withdrawal symptoms the day after a pump replacement. It seemed the catheter was fractured near the pump connector. The catheter was replaced. No pt outcome was reported. The pump contained lioresal. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.